Event description:
Reporter indicated that patient underwent a pulse generator replacement due to end of service. It was noted during the procedure that there was a "nick in insulation of lead covered with histocryl". A post-operative diagnostic test yielded a dcdc code of 5. It was subsequently reported that the diagnostic testing prior to the generator replacement had yielded a dcdc code of 7 indicating a possible lead malfunction. Good faith attempts to obtain further information are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.